Event description:
At about 6 years and 1 month after the primary surgery, the patient came in reporting instability due to laxity. The surgeon revised the insert std. 12mm s5 with a thicker one (insert u.c.14mm s5) to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 114154: 50 items manufactured and released on 09-feb-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, 30 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director: 6 years after cemented primary tka the patient develops instability, probably due to developmental ligament insufficiency, and a change of insert is required. A thicker inlay with a more intrinsically stable design is implanted. The metal components were deemed to be strongly fixed and well positioned and therefore left in place. This reintervention is due to disease progression and definitely not to a device deficiency.